Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment inside the patient occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Pre-dilation was performed and a 2.75x28 synergy¿ drug-eluting stent was deployed successfully at the posterior descending septal segment. A 2.50x12 synergy¿ drug-eluting stent was then attempted to be delivered distal to the previously implanted stent but failed to cross. A balloon was used again for additional dilation and the non-bsc guidewire was removed and a buddy wire was utilized. The physician thought that the 2.50x12 synergy¿ drug-eluting stent was deployed in the second right posterolateral segment (rpl), however, the stent was not there. Intravascular ultrasound (ivus) was performed and confirmed that the cylindrical stent had detached and was floating near the left main trunk (lmt). A cineangiography was performed and confirmed that the cylindrical stent was on the guide catheter's side. On the next image, the detached stent was unable to be found but was estimated that it had fallen into the aorta. Before and after procedure images were taken and compared, and yet the stent still could not be found. Thus, the patient received follow-up treatment as it was. It was reported the stent remains inside the patient. The patient is reported to be in stable condition.